Manufacturer narrative:
(B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access sars-cov-2 antigen reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. The customer was using a transport media that is not approved by the instructions for use: biologix transport preservation medium, random samples, nasopharyngeal swabs in transport medium. The cause of this event is likely due to use error as the customer was not using approved material. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On (B)(6) 2021 the customer reported false positive sars-cov-2 antigen (access sars-cov-2 antigen assay, part number c68668, lot number 971258) results were generated for several patients on the customer's unicel dxi 600 access immunoassay w/dual gantry analyzer (part number a71461 and serial number (B)(4)). The customer reported that around twenty (20) patient results were suspected to be erroneous and that around five (5) of them were confirmed erroneously positive. The access results were discordant with diasorin results (negative). The samples were not retested on the dxi instruments. Results have been reported and corrected results obtained on the diasorin method, were released. The customer only provided three examples of false positive sars-cov-2 antigen results on two different dates. Two patient samples were positive on (B)(6) 2021 and one patient sample was positive on (B)(6) 2021, with the access sars-cov-2 antigen assay. Upon repeat with the diasorin methodology, these three patient samples were negative. Two (2) medwatch reports will be generated to address customer reports of false positive sars-cov-2 antigen on the two different dates. Medwatch number ¿9680746-2021-00027¿ will address results obtained on (B)(6) 2021. Medwatch number ¿9680746-2021-00028¿ will address results obtained on (B)(6) 2021. No affect to patients or end-users has been reported in connection with this event. No hardware errors or issues with other assays were reported in conjunction with this event. System check passed on (B)(6) 2021. Calibration passed on (B)(6) 2021. Quality control (qc) was passing within the laboratory¿s established ranges. Precision test was performed and generated results within expectations for all pipettors. The assay had been correctly validated and compared to diasorin pcr and cepheid pcr. However, only between 15 and 20 positive pcr samples and between 15 and 20 negative pcr samples had been used. The negative percentage agreement (npa) obtained by the customer was reported to be 80%. Negative percent agreement stated in the IFU is 100.0% (obtained on 50 negative samples tested). The customer was using a transport media that is not approved by the instructions for use: biologix transport preservation medium, random samples, nasopharyngeal swabs in transport medium. Samples preparation instructions were appropriately followed.

Manufacturer narrative:
Bec tracking number: (B)(4).